Manufacturer narrative:
Event date is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), serial: (B)(4), batch: (B)(4). During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received.

Event description:
Related manufacturer report number: 3006705815-2023-00097. It was reported that the patient experienced ineffective therapy due to invalid impedances. The investigation did not determine which lead caused this issue. The patient was also experiencing discomfort at the ipg site. Surgical intervention was undertaken on (B)(6) 2022 wherein the lead was explanted and replaced, and the ipg was moved to a new pocket.